Manufacturer narrative:
The patient was prescribed an antibiotic (amoxicillin) for treatment of the patient's cheek. To date, the patient is doing fine and has fully recovered. Modifications to the existing appliance will be made with regard to patient comfort.

Event description:
A doctor reported that the advansync appliance was causing the inside of a patient's left cheek to be cut up.